Event description:
It was reported the customer received a motor error alarm during a bolus. It was found the alarm occurred after the customer's blood glucose did not decline after bolusing three times. Customer's blood glucose was 493 mg/dl. It was also found the customer received a no delivery alarm that was resolved by changing their infusion set. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.